Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The sales rep reported that he was able to assist with locating the power button and getting the monitor to power on again. The monitor power connection was toggled to indicate that it was working correctly. There have been no further issues with the monitor since then.

Event description:
The user facility reported that the newly installed monitor is not able to power on. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The cause of the indicated phenomenon was that the power was not turned on. The reason why the power was not turned on was that the position of the power supply was not known. The root cause is considered to be an event due to handling. Olympus will continue to monitor complaints for this device.